Event description:
The patient experienced a loss of therapeutic effect/increased pain. The pump connector was replaced. The patient recovered without sequela. The pump was used to deliver morphine sulfate.